Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2016 for further investigation. Fse conducted follow-up with the customer over-the-phone to address the reported event. The fse instructed the customer to decontaminate the substrate flow path. The customer reran daily maintenance and calibrators with no errors. The instrument was released and is functioning as intended. The most probable cause for this event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2016 the customer reported receiving dl flags on their aia-900 and it aborted there calibration. The customer indicated to the technical support group (tsg) that the substrate solution was freshly made on (B)(6) 2016. The same error was received yesterday with a completely different bottle of substrate. Customer requested service in order to address the reported issue which resulted in delay reporting of results for e2 and pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.